Event description:
One endeavor sprint rx was implanted in the mid rca. It is reported that 12 days post stent implant, the pt suffered an acute stemi. Pt went into cardiac arrest and was resuscitated. ECG after the resuscitation showed again inferior st-segment elevations, consecutive angio proved thrombosis of the endeavor sprint stent. Thereafter refractory multi-organ failure developed. Non-sudden cardiac death reported to have occurred 15 days post initial stent implant. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardium infarction, thrombosis, death).